Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the moderately tortuous and severely calcified left circumflex artery. The 3.0 x 15mm quantum apex balloon was advanced to the target lesion and inflated twice. On the second inflation, the balloon ruptured at 20-24 atms. The procedure was completed with another quantum apex balloon. No patient complications were reported and the patient status is good